Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the user experienced elevated blood glucose (bg) levels from (B)(6) 2017 to (B)(6) 2017 as high as 384 mg/dl. Reportedly, there were air bubbles in the infusion set tubing. The user addressed bg level with a bolus via the pump and a manual injection. The user changed the infusion set prior to the report.